Event description:
A motor stall was reported. The stall was confirmed in the event logs with no motor stall recovery recorded. The patient heard the alarm on the morning of (B)(6) 2013. The patient was in the clinic on the day of the report. The logs showed a motor stall occurred at 7:53 am with a recovery ¿soon after¿. A second stall with recovery was noted. A third stall with no recovery occurred at 10:23 am. The patient was at school at the time. The cause of the stall was not known. The patient did not appear to have any symptoms as of (B)(6) 2013; however, the patient had baseline dystonia so it was difficult to assess. The patient did tell their mother that their arm was ¿tight last night¿ so they took some oral baclofen. It was recommended that the pump be programmed to minimum rate and a pump replacement be scheduled if continuing therapy was desired. The medication infused was lioresal. On (B)(6) 2013 it was later reported that the patient presented to the clinic on (B)(6) 2013 and they were not showing withdrawal. The patient was placed on oral baclofen to prevent withdrawal. A kidney, ureter, and bladder plain film x-ray revealed the catheter was no longer in the intrathecal space. The patient was placed on surgery scheduled and underwent replacement of both the pump and catheter on (B)(6) 2013. It was noted that the motor stall never recovered. It was also reported that safe state occurred and a battery reset message occurred. The patient¿s status at the time of the report was alive with no injury. It was noted that the medication infused was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly as there was shorting across the insulator. Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion.